Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir was leaking near site during bolus delivery. Customer reported that o-ring was accidentally pulled out with plunger. Customer's blood glucose was 500 mg/dl. Customer reported that quick release unattached while sleeping and it was reattached when she awoke. Customer was assisted with reconnecting the infusion set.

Manufacturer narrative:
Evaluated one opened/used reservoir, performed pre-fill reservoir test per and reservoir's transfer guard passed per inspection. No leak anomalies found during analysis. Also, inspected plunger and passed inspection. Plunger was easy to connect/release properly.